Event description:
The customer contact reported a power loss. The device was returned to the biomedical department for an unspecified reason. The customer contact reported that the pump powered off independently when it was moved. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.